Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 4. The supply bag reportedly dropped onto the floor and disconnected. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would start over with new supplies and would call back with any questions. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp), who stated that the bag fell off of the table while he was asleep, so he is not quite sure what happened. The hp stated that he moved the table that the supply bag sits on, closer to the bed and he has not had the problem since. There was no patient injury or medical intervention associated with this report. The patient has since used the supplies from that lot ,so no sample is available for evaluation. The root cause of the system error 2240 alarm was caused by a supply bag falling and disconnecting during therapy. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.